Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during use. The following information was provided by the initial reporter: "consumer stated that the plunger rod is difficult to move. Consumer does not re-use.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with the bd ultra-fine¿ needle plunger was difficult to move during use. The following information was provided by the initial reporter: "consumer stated that the plunger rod is difficult to move. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-jan-2023. H6. Investigation summary: customer returned (5) 1ml syringes. There were no immediately observable defects to the syringes. The plunger rods were moved up and down the length of syringe barrel. While resistance to moving the plunger rod was encountered, it was not beyond what would be anticipated for this type of syringe. The resistance was uniform throughout each syringe barrel. Additionally, the stopper at the tip of each plunger rod did not drag as it passed through the syringe barrel. A review of the device history record was completed for batch# 1130275. All inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the plungers being difficult to move. Root cause cannot be determined at this time as the issue is unconfirmed.